Event description:
The patient experienced a sudden loss of therapy/symptoms of withdrawal. The hcp was unable to aspirate the catheter during dye study. The catheter was replaced due to a possible occlusion. No rotor study was done. The pump was replaced. There was no patient injury associated with the event. The patient recovered without sequela after device replacement.

Manufacturer narrative:
(B) (6). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The pump and catheter were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.